Event description:
It was reported that during a tonsillectomy and adenoidectomy the default settings were changing while in use. No pt injuries or complications were reported as a result of this event.